Event description:
The device was used during a lobectomy procedure. Reportedly, the stapler would not open. The surgeon removed the device with force and a small amount of add'l tissue was removed. Another instrument was used to complete the procedure.

Manufacturer narrative:
Co's analysis of the subject device revealed that the distal end of the "#2 latching rod" lifted and became disengaged from the support block. Intermittently, during approximation of the instruemnt, the latch cam advanced the rod slightly forward which resulted in binding of the rod betwen the cam bridge and the support block. This intermittent binding prevented the instrument from opening upon activation of the approximating button. As corrective action, process modifications were implemented to mechanically prevent the rod from lifting and eliminate further occurrence of this condition.